Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a hunting accident where the hunting tree stand fell on his head hitting where the burr hole covers are. Following the accident the physician discovered high impedances on contacts 2b. The therapy was reprogrammed around the open contact however it was not as effective and the patient experienced inadequate stimulation. X ray imaging was performed and confirmed there were no fractures on the lead. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was retained by the medical facility and was not returned. It was also noted that electrocautery was used during the revision procedure.